Manufacturer narrative:
A2: age at time of event: 7 decades b3: the event occurred on an unreported date in feb2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was reported the patient was hospitalized for the event. Initially, the patient was treated with vancomycin (discontinued) and then was switched to a broad spectrum of unspecified antibiotic (intravenous, ongoing) for the event. On an unknown date, the pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient has not recovered from the event. The cause and hospitalization were not reported. The reporter declined to provide additional information.